Event description:
It was reported that the patient was not getting adequate pain relief from the spinal cord stimulator (scs). The patient underwent an explant procedure. The explanted products were not returned. Additional information was received that the patient was experiencing a lot of discomfort caused by over stimulation.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-lead fixation, upn: (B)(4), model: sc-4318, batch: 20600730. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2352-50, serial: (B)(4), batch: 5017296/5017313.

Event description:
It was reported that the patient was not getting adequate pain relief. The patient underwent an explant procedure. The explanted products were not returned.